Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer and while attempting to manipulate instruments from the surgeon console. The issue with the mega suturecut needle driver instrument did not involve an inability to move the instrument at all, movements of the surgeon that did not scale appropriately to the instrument, or inappropriate timing of instrument movement. It was confirmed that the instrument did not move in the intended direction and the head of the instrument was "cocked" to the side and could not be straightened. Additionally, opening/closing of the instrument would not open the instrument jaws and only flexed the instrument to the side. The issue with the instrument was not resolved during the procedure and the instrument ultimately required replacement. The customer advised the specific issues were reported to the site representative upon occurrence and appeared to have been related to the wires on the pulley system near the instrument head slipping off the track or fraying. The issues were reported to have occurred at various points in the instrument's estimated life cycle.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the mega suturecut needle driver instrument was not working. The surgeon was unable to control the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega-suture cut needle driver instrument associated with this complaint and completed investigations. The instrument was found to have failed the engagement test based on in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Additionally, the instrument was found to have grip input disk axis 6 completely broken. No pieces were returned with instrument.